Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Due to the treatment reports and the technical evaluation the ablation of the laser and the laser treatment itself had been correct and can be excluded as a root cause for the ectasia. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, scanner test and the necessary energy, eye tracker and fluence test without any issue. Fluence test was repeated once and passed successfully on the second attempt. The logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile during preparation of treatment for patient's left eye the following warning message occurred four times stated info='patient bed position undefined. Check bed position and selected eye. It is not possible to see whether user corrected patient bed position or not in logfile. The treatment for the left eye was performed successfully without interruption. The user performed an energy check before this patient. The energy was stable the whole day. No technical problem can be identified during logfile review. Root cause could not be determined conclusively. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient with iatrogenic ectasia in the left eye post lasik procedure.